Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. The ge rep reseated connections to the camera as a preventative measure. The system operates as intended.

Event description:
The customer reported the system was displaying grainy images. No pt injury was reported.